Event description:
The patient's device was communicated with, and the device was performing properly. The physician was concerned about the device because it had not been communicated with for a few years, but the device was confirmed to be working fine. No further relevant information has been received to date.

Event description:
It was reported that the patient went to the emergency room due to a generalized seizure, which was not the patient's normal seizure type. The patient later saw his neurologist, but his vns was not communicated with. The patient's device had not been managed in two years. Follow-up with the physician's office indicated that the patient had not informed the physician of the emergency room visit or the generalized seizure. There was nothing in the notes regarding the functionality of the device. The patient's medications had not changed, but he had started marijuana, which had helped with his seizures. No further relevant information has been received to date.